Manufacturer narrative:
Additional information: h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed which showed that the bladder was ruptured. The ruptured bladder was examined for signs of abnormality on the external and internal surfaces of the bladder, the rupture line, and any surface defects on the stressmember; no signs of abnormality were observed. The reported condition was verified. The cause of the issue could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling with 50ml glucose and 50ml fluorouracil (5fu). There was no patient involvement. No additional information is available.